Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting cyclic noise on primarily the ventricular rate/sense and shock channels. The noise was also seen on the atrial channel, but was not sensed. The patient only had one episode of this noise and has a good underlying rhythm; however pacing was inhibited. It was reported that the patient was workin on his car during the time this episode occurred.